Manufacturer narrative:
H3, h6 the reported 7x25mm biorci ha screw, intended for use in treatment, was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 4mm of the distal threads have been broken off and were not returned for examination. The screw is soiled with human matter confirming it was attempted to be used. The condition of the screw indicates it was subjected to excessive force during insertion. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the operation of a ligament rupture the scr biorci-ha broke during use, the pieces were removed using tweezers. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.